Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that the patient's interstim was not working. There were no further details provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.